Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Event description:
The patient was revised to address pain and loosening of tibial component at cement to implant interface. An unknown bone cement was used. Painful knee was revised to attune rev tibia. No additional information available. Doi: unknown, dor: (B)(6) 2021, right knee.